Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that since switching to a new tubing the rn noticed that the device pulled from the primary bag and the premed bag/bottle (secondary) at the same time, even though the primary bag is at an adequate height. The rn stated that the secondary infusion was programmed for 30 mins. However after 45 mins, the infusion took longer to complete. Although there was no patient harm, patient experienced a longer wait time for the infusion to complete. The events occurred in the cancer center. The customer stated; ¿I think it is because of the altitude when using the new set.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided by customer.

Event description:
The customer reported that the medical oncology staff experienced that the secondary infusions are infusing slower than expected. It was reported that the device pulls from the primary bag and the premed bag (secondary) at the same time ,even though the primary bag is at adequate height. It was reported that the secondary infusion was programmed for 30 mins. However after 45 mins. The infusion was not completed. There was no indication of patient harm. The events occurred in the cancer center.